Event description:
Procedure: lower anterior resection. Reportedly, the instrument was closed across the rectum, fired, and stapler did not form staples properly. Surgeon resected the bowel and the pt received an unintended colostomy. The pt had been radiated severely, the tissue was extremely friable and fell apart easily when handled by the surgeon. The surgeon reports successfully firing the device off of tissue and being able to create a properly formed staple line at that time.